Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with itching, burning, redness, inflammation, pimples, blisters, drainage, a rash, and infection at the needle puncture site. No photo was provided. The skin was prepped with alcohol prior to sensor insertion. The patient consulted with a doctor and the area was treated with a prescription of oral augmentin (500mg twice/day for 10 days). The patient was in good condition at the time of report. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).